Event description:
It was reported that the cover of pump roller was taped or plastered, so that the pump could build up pressure accordingly. There was no harm for patient, operator or third-party. Update swit 13-jul-2022: it was only the delivery rate of the liquid that was not quite accurate. There was no injury to any patient or user. The surgery was completed without complications.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation was confirmed, and additional failure modes were identified. (1) unpackaged ar-6480 dualwave arthroscopy fluid management system was returned for evaluation. Visual inspection identified no apparent damage. Further review of the pump sub-assembly and components showed no functional issues with the latch door or tubing connector. There was no tape or plaster found on the device. It was noted that the left roller wheel had axial play. This can be attributed to wear and tear from usage in the field, but regular maintenance can prevent it. The device was assembled with a new ar-6410 arthroscopy pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on and failed to build up enough pressure to move fluid. An alarm and error for "pressure fault" were triggered. The device was able to reach the correct pressure after stopping and resuming its operation. This process was repeated two additional times, and it was noted that if pressure is manually applied over the latching door, the device can achieve the required pressure. The observed play in the wheel could cause the device to not drive enough fluid by not fully compressing the tubing boot along the wheel rollers. Manually pressing on the latch door compresses the tubing boot over the wheel rollers, restoring the device's performance. It was noted during the test that the pump motor/rotating parts made a loud noise when running. A clamp test was performed as defined in the user guide (dfu-0212-4 rev 0 ¿ section 5.2.5) as a safety check to ensure that the sensor system is working properly. The rollers did not stop turning. This behavior is not expected. Once pressure was applied on the latch door and the clamp test was repeated, the device stopped and gave an alarm, as expected. This indicates the pressure sensor works as intended, but the wheel play affects the device's performance. When the pressure was artificially lowered by removing the inlet from the fluid source, a "pressure fault" alarm was triggered and the rollers stopped turning. This behavior is expected. Repeated tests of this process revealed the device would not always trigger the alarm, but if pressure was applied on the latch door, the device responded as expected to the pressure faults. Complaint records for serial number n10708l16 indicate the device has no previous complaints. A cause to the loud motor/rotor can be attributed to the identified play in the wheel, indicating wear and tear from heavy usage, since the device was manufactured in december 2016. The cause for abnormal operation of the overpressure alarm and insufficient pressure buildup is attributed to wear and tear due to the wheel play identified.